Manufacturer narrative:
The patient's date of birth and age were not provided. Approximate age of device ¿ 1 year and 4 months. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to an outside hospital on (B)(6) 2016 and transferred to the implanting hospital on (B)(6) 2016. The patient experienced right-sided hemiplegia and numbness. A CT of head revealed an ischemic stroke. An echocardiogram and a transcranial doppler study were performed; the results were not provided. Carotid ultrasound found no stenosis. It was reported that the patient¿s coumadin dosage was increased and the patient remained on aspirin three times per week. The patient was discharged home on (B)(6) 2016. At the time of discharge, the patient¿s inr was 1.8. The patient reportedly still has numbness on the right side down to legs. No further information was provided.